Event description:
It was reported that the insulin pump has delivered a bolus of 10.0 units for the past three days during the morning time. It was stated that the customer denies having delivered 10.0u bolus. It was stated that the bolus shows as having been programmed through bolus wizard with zero carbohydrates. Ran a self test and passed. The caller stated that they will call back if issues continue. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.